Event description:
ON (B)(6) 2024, A PATIENT UNDERWENT A PORT PLACEMENT PROCEDURE USING THE X PORT ISP M.R.I. ON (B)(6) 2026, FOLLOWING CONTRAST INFUSION, THE PATIENT DEVELOPED SWELLING. AN X RAY WAS PERFORMED, CONFIRMING A COMPLETE CATHETER FRACTURE NEAR THE CURVED TOP PORTION AND SUBCUTANEOUS LEAKAGE WAS REPORTED. THE FRACTURED CATHETER SEGMENT HAD MIGRATED INTO THE HEART. ON (B)(6) 2026, A CATHETER WAS EXPLANTED. THE CURRENT PATIENT STATUS WAS UNKNOWN.

Manufacturer narrative:
H11: AS THE LOT NUMBER FOR THE DEVICE WAS NOT PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS COULD NOT BE PERFORMED. THE RETURN OF THE SAMPLE IS PENDING. THE INVESTIGATION OF THE REPORTED EVENT IS CURRENTLY UNDERWAY. SECTION A THROUGH F: THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
On (b)(6) 2024, a patient underwent a port placement procedure using the X Port isp M.R.I. On (b)(6) 2026, following contrast infusion, the patient developed swelling. An X-ray was performed, confirming a complete catheter fracture near the curved top portion and subcutaneous leakage was reported. The fractured catheter segment had migrated into the heart which was retrieved on (b)(6) 2026. The catheter was removed. The current patient status was unknown.

Manufacturer narrative:
H11: Manufacturing Review: A manufacturing review was not requested as the lot number reported is unknown. Investigation Summary: The physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture, material separation, migration and fluid leak issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. G3, H6 (Component, Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.